Event description:
Procedure type: unk. According to the reporter: prior to use for pt, checked the trocars in the presence of our sales rep. Inserted obturator, seal broke. Not used for pt. The procedure was completed with another. No pt injury was reported.

Manufacturer narrative:
(B) (4).